Event description:
The customer reported a nose bleed after the temperature probe was inserted through the nasopharynx. It was reported that and ear, nose, and throat surgeon had to be called, "from another theatre as they could not stop the nose bleed on a patient who had just had the temp probe inserted. This only involved packing the nasal cavity for a short time to stop the bleeding." Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Patient data not currently available. The event was known to have occurred in (B)(6) 2012, but the specific date is unknown. As the lot number of the device is unknown, the manufacturer date cannot be determined.